Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-6 patient race: declined to specify. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A loading issue and scratch on the zcb00 model intraocular lens (iol) were reported after being inserted in the patient's ocular sinister (left eye). The lens was removed during the same procedure and replaced with a back-up zcb00 25.0 iol. There was no vitrectomy however, incision enlargement, procedural delays, and sutures are unknown. Patient prognosis post-procedure was reported as fully recovered. The iol directions for use were followed. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 13-jan-2026 section h-3: device evaluated by manufacturer: yes device evaluation: half of a lens was received stuck to the outside of the original daisywheel. The original folding carton, patient stickers, and dfu was also received. During a visual inspection, the device was inspected under magnification. The lens was cut in half with half the lens missing and coated in viscoelastic residue. The lens was cleaned and further inspected, scratches were observed on the surface of the lens and damage was observed on the base of one haptic. No further issues were identified. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "loading issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.